Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the tip of the lead was damaged. The lead was not used and a replacement lead was implanted. It was also reported that during implant, the hemostatic valve of the catheter was damage and was unable to prevent blood loss. The catheter was removed and a replacement catheter was used. No patient complications have been reported as a result of this event.